Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems. The stem and neck will undergo a full investigation. This device has been identified as a non-contributor to the event.

Event description:
A representative from the clinic reported the following event : "installation of an abg il hip prosthesis: allergy to metals".

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock on with no reported relevant discrepancies. Based on the device identification the complaint databases for similar reported events regarding abnormal ion level. There have been no other similar events for the lot referenced. Device not returned to manufacturer.

Event description:
A representative from the clinic reported the following event: "installation of an abg il hip prosthesis: allergy to metals."